Manufacturer narrative:
After further review of the repair information, it was found that the data acquisition pcb to motor controller pcb cable was also replaced to address the finding.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's international service technician reported the power-on hours of da pcb, oxygen flow sensor pcba and air flow sensor pcba were reseated to 0 after each reboot. There was no patient involvement.